Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. Reportedly, the keypad cover was damaged ane the "ok', 'down' and 'up' buttons had tactile issues. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/03/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/26/2016 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged button tactile issue was duplicated. The pump powered up to the verify screen with auditory and vibratory features. The keypad cover was torn and the contrast, ¿ok¿ and ¿up¿ buttons were unresponsive. Removal of the keypad cover found that the contrast button contact inverted and the keypad connector wire damaged. Unrelated to the complaint, battery compartment cracks were found at the threads above the grip pad and at the case seal below and to the left of the grip pad. The bolus button cover was found damaged. The bolus button function could not be tested because of the keypad button issue.